Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was kinked approximately 2.5 and 11.0 cm from the hub; the distal tip of the lantern was ovalized . Conclusions: evaluation of the returned device revealed that the lantern was kinked and ovalized. This type of damage typically occurs due to improper handling during use. If the device is pinched during insertion or forcefully manipulated, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the lantern became kinked and was removed from the patient. The procedure was completed using a px slim delivery microcatheter. There was no report of an adverse effect to the patient.